Event description:
A surgeon reported that he has not been using a nomogram and results from his surgeries are not coming out as expected. The reporter also indicated the results on the cylinder readings have been off. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be field as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4).